Event description:
After two initial high-speed treatments with the diamondback coronary orbital atherectomy device (oad) in the left anterior descending artery, a balloon catheter was inserted and inflated, but the balloon could not be inflated sufficiently. Additional oa treatment was performed, and resistance was encountered when the lesion was crossed. When the oad was pulled back, a perforation occurred. A stent was placed to resolve the perforation. The patient was recovering and still in the hospital as of (B)(6) 2022.

Manufacturer narrative:
The diamondback 360 coronaryorbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis due to infectious disease contamination. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).